Manufacturer narrative:
Visual evaluation of the returned device found no issues. The loop extended and retracted according to specifications, and the unit passed the resistance test (device read at 10.97 ohms). The condition of the returned device was not consistent with the complaint that "it was unable to pass an electric current through the snare loop"; the complaint was not confirmed. The unit was within manufacturing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare was unable to apply cautery to the target polyp; it was reported that the polyp size was approximately 5mm and it did not contain "excessive water." A functional test was not performed during preparation. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare was unable to apply cautery to the target polyp; it was reported that the polyp size was approximately 5mm and it did not contain "excessive water." A functional test was not performed during preparation. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.